Manufacturer narrative:
Outcome attributed to adverse event is "other". (B)(6). (B)(4) "additional surgical incision", (B)(4) no known device problem. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal procedure using a peek interspinous spacer device to treat l4-l5 spinal canal stenosis. It was reported that the surgeon implanted the device between l3 and l4, not l4 and l5. The device was removed immediately, and a new 6mm device was implanted between l4 and l5 without any problems. According to the report, the event caused an additional incision and extension of surgical time for 15 min. No patient complications were reported.